Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device returned with new settings and not their hospital protocol neonatal intensive care unit (nicu) baby was placed on the device at the wrong temperature settings and treated at wrong temperature. That was a capital device complaint for the arctic sun stat however waited over 20 minutes on phone call and was unable to report via phone call as instructed and this needs to be documented.

Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device returned with new settings and not their hospital protocol neonatal intensive care unit (nicu) baby was placed on the device at the wrong temperature settings and treated at wrong temperature. That was a capital device complaint for the arctic sun stat however waited over 20 minutes on phone call and was unable to report via phone call as instructed and this needs to be documented.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device returned with new settings and not their hospital protocol neonatal intensive care unit (nicu) baby was placed on the device at the wrong temperature settings and treated at wrong temperature. That was a capital device complaint for the arctic sun stat however waited over 20 minutes on phone call and was unable to report via phone call as instructed and this needs to be documented.